Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the drill broke. The device malfunctioned and per case basis it was deemed that this malfunction can lead to a serious injury.